Event description:
Facility reports that ninety minutes into the treatment the patient complained of stomach cramps. The treatment was stopped so the patient could go to the bathroom. It was then noticed that there was a kink in the blood pump segment. A tube of blood was spun in the unit and it showed hemolysis. The patient was then transferred to the e.r. For evaluation. The patient was then admitted for pancreatitis. Blood line has been discarded by facility.